Event description:
Information was received indicating that a smiths medical pump is not infusing the proper amount. There were no reported adverse events.

Manufacturer narrative:
Other, other text: one cadd solis hpca pump was returned for the evaluation of the reported improper infusion. The pump was received with bubbled downstream occlusion sensor seal. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed evidence of the reported event. The device was further investigated using a functional test. The customer problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6 percent delivery accuracy specification. No problems were found with the fluid delivery of the pump. However, it was recommended to install software as preventive measure.